Manufacturer narrative:
Concomitant medical product: 419478 lead, implanted: (B)(6) 2012; dtma1d1 crtd, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three months post replacement procedure, the patient developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. The previously capped left ventricular (lv) lead was partially removed because the tip broke and remains in the body. No further patient complications have been reported as a result of this event.